Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.5 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts bunched and overlapping. The struts were pulled in a distal direction on the balloon. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks in the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks in the midshaft. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-aug-2016. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. A 2.50 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.